Event description:
During the attempt to clip the duodenal ulcer, the clip did not deploy from the wire.what was the original intended procedure?closure of a duodenal ulcer.device #1is this a laboratory device or laboratory test?no.